Event description:
Caller reported a cgm error 42 associated with their device. There was no adverse impact to the customer¿s blood glucose level. Caller was guided by technical support through a pump reset, which resolved the issue as the cgm error code did not reappear, allowing the customer to successfully start their sensor session.